Event description:
Consumer claims she was using a heating pad and allegedly sustained 3rd degree burns to her elbow.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.